Event description:
After placing the foley catheter into the patient, the balloon was unable to be inflated. Urine was present in the saline syringe when drawing back to check the balloon. After removing the foley we checked to see if the balloon was able to be inflated and it did not inflate.